Event description:
Customer reported that he received a no delivery alarm during bolus delivery. A fixed prime was performed and customer stated that the insulin did not exit the tubing and the insulin pump alarmed no delivery. Customer was instructed to remove the reservoir, disconnect and reconnect the reservoir and infusion set push insulin; insulin exits the tubing with plunger push. Customer was instructed to then rewind the insulin pump, reinsert the reservoir and run manual prime again; insulin did exit. Customer was explained that the alarm might have been caused by infusion set or reservoir occlusion. Blood glucose value was 88 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.